Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The causes of death were reported as myocardial infarction, coronary artery disease, uncontrolled diabetes mellitus ii and hypertension.